Manufacturer narrative:
The insulin pump was cracked and had a bleeding lcd glass. There was no moisture damage on the electronic assembly. The pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had fluid under the display of the insulin pump. Customer's health care provider does not know what caused the damage. The pump will need to be returned and replaced.